Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) stage 1 on left eye (os) eyes at 1 day post-operative exam. Topical steroid were increased and used to treat the dlk. The patient¿s chief complaint was that the os eye was irritated.

Manufacturer narrative:
(B)(4): the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.